Event description:
It was reported that the customer's insulin pump was malfunctioning and not allowing the insulin pump to program basal rates correctly. The customer's blood glucose was unknown. The customer stated that his healthcare provider was attempting to program the basal rates. The customer was unable to troubleshoot because he did not know what settings to program or what the issue exactly was. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.